Event description:
The customer reported being hospitalized for diabetic seizure. The customer's blood glucose dropped to 23 mg/dl. The customer stated that he sat down for breakfast and the tubing got caught in pants while delivering a bolus and he rec'd a no delivery alarm. The customer stated the device delivered 7 units before the no delivery alarm occurred. Troubleshooting was performed. The insulin concentration, basals, time, date and daily totals were correct. The units left in the reservoir matched to the units on the status screen. Ran a displacement test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.